Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed intermittent t wave over-sensing which was observed post shock. The lead remains in use and no patient complications have been reported as a result of this event. Additional information was received. The patient was reported to be in atrial fibrillation (af) with rapid ventricular response which was detected as ventricular tachycardia (vt). Anti-tachycardia pacing was delivered which accelerated the rhythm to fast ventricular tachycardia (fvt). The fvt was terminated with a 35 joule shock. It was further reported the patient received a shock approximately eleven months prior to this event for rapidly conducted af. Re-programming was performed, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.